Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.41 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.